Event description:
It was reported that this right ventricular (rv) lead had the pace/sense portion replaced. The pace/sense portion was fractured and was exhibiting oversensed noise with elevated pacing thresholds. No additional adverse patient effects were reported.